Manufacturer narrative:
Field service has visited the account, but the field service report from this event has not been turned in for eval as of this date. Attempts are being made to identify the serial number of the device. This report will be updated when additional info is received.

Event description:
It was reported tha the docking station was burned at the power plug inlet. There was smoke seen, but no flames. There were no reported adverse consequences related to his event.